Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps device would not completely close prior to a vitrectomy surgery, thus no patient involvement. Alternate forceps was obtained in order to perform the scheduled procedure. Additional information was requested. Additional information received further clarified that the forceps would not return to the closed position after having successfully moved to the open position during testing.